Manufacturer narrative:
The reporter's meter and test strips of lot 42400921 were provided for investigation where they were tested using the quality control materials. Testing results (qc range = 4.1-6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory on the alleged date. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 7:40 am, the result using strip lot 40501021 was 5.8 inr. At 7:50 am, the result using strip lot 42400921 was 3.3 inr. Both results were reported. No treatment was given, but the dosage was held for the day. The therapeutic range was 2.0-3.0 inr.